Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a high blood glucose level and that insulin leaked into the reservoir compartment. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 500 mg/dl. The call was disconnected and no further details could be obtained. Nothing was replaced or returned.